Manufacturer narrative:
Device evaluation: one biosure ha 9mm x 25mm device was returned for evaluation, as well a patient chart label identifying the part and lot number information. The device was visually evaluated and confirmed to be fully intact with no missing pieces observed. This in contrary to what was reported by the complainant. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. The failure mode is unconfirmed.

Event description:
During a mpfl (medial patellofemoral ligament) repair procedure using a biosure ha, 9mm x 25mm, it was reported that the device broke and was removed. Another anchor was placed in the original prepped site after a reported thirty-five minute procedural delay. The site had been prepared with an awl dilator. The patient had good bone quality. There were no reports of patient injuries or complications. The patient¿s post-procedure condition was reported as okay.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).